Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the latch had the old white micro switches. The field service engineer upgraded the latch to the new style assembly to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system tower door and refrigerator door failed when user trying to retrieve medication to patient. The customer added that this malfunction caused a delay in retrieving medication to patient. However, there were no adverse events or injuries reported based on this event.